Event description:
Pt went to the hospital for scheduled MRI of neck, lower back and hips. Neck examination proceeded without incident. Back examination was interruped by pt experiencing an extreme burning sensation in upper right arm containing a metal rod implanted approximately four years ago to assist in healing a severe break. Pt is a disabled vietnam era army veteran. Patient's spouse was in the machine room with him. When he began screaming, she went to his head at the back of the machine to inquire what was wrong. He screamed, "my arm is burning on the inside, shut it off, shut it off!" Spouse proceeded to run toward the console window gesturing to turn the machine off. Upon reaching the console window, she discovered no technician seated at the console. She immediately begin pounding on the window and screaming for help. Another staff member, not the examining technician heard her calls for help and entered the room. She rushed to the control panel, turned off the scan and extricated the pt from the MRI tube. The examining technician then entered the room from an area to the right side of the glass window between the room and console. Staff attempted to comfort the pt. No medical attention was offered. After a few minutes, staff brought pt his clothes, ushered him to a department bathroom and instructed him to get dressed. He was offered no assistance to get dressed. Patient's spouse was writing down their phone number for staff to contact pt regarding the incident. Patient's spouse finished providing phone numbers and went to the bathroom to check on pt. Pt was crying with pain and frustration, unable to dress himself. Spouse assisted pt with dressing and both exited the bathroom. The couple stood in the staging area of the department for approximately five minutes expecting someone from department staff to come out to them and provide more info and/or assistance. When no staff person appeared, spouse went back to the console area to find out next steps. There were no staff apparent in the console area, however, staff were gathered in a back area which is visible from the console area. Spouse spoke loudly "hello" and there was no response. Spouse went back to pt, extremely concerned about his well being. Pt and spouse proceeded to leave the facility and immediately went to veterans hospital emergency room nearby. Vital signs were taken at the va hospital ER. No tests were performed. Resident was unclear what to do. An ice pack was administered. No other care was offered. Pt was released after approximately 3 hours with instructions to follow up with primary care doctor at the va. -note: these events occurred on a holiday, labor day.- at this point pt and spouse are following up with ohsu hospital pt representative barbara glidewell. Pt was examined in the ER on yesterday, 2008. Xrays and blood was drawn. An anti-inflammatory was administered after 4.5 hours. Pt was released by an ER physician. Physician told pt and spouse that there was nothing wrong with his arm, no damage was found and that "according to the literature", he was not in the machine long enough to have sustained any injury. Pt and spouse estimate he was in the MRI for approximately 3 or more minutes after onset of extreme pain, before he was rescued. Pt is still experiencing extreme pain in the upper and lower right arm, shoulder and tingling and numbness in the right hand. After many conversations with hospital pt representative, va nurse and pt advocates office, pt has not been provided any medical options for diagnosis and treatment of his continuing very real pain and emotional distress he continues to suffer as a result of the aforedescribed events. Dates of use: unknown. Diagnosis or reason for use: neck, lower back and hip pain. Event abated after use stopped or dose reduced? No.